Manufacturer narrative:
.

Event description:
Per the audiologist, the patient had an impact on the cochlear implant area and thereafter stopped responding to sound. Results of an integrity test done in 2007 was consistent with normal receiver/stimulator function with multiple open circuit electrodes. Explantation/reimplantation surgery had not been scheduled at the time of this report.